Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that initially they were feeling stimulation in the vaginal area at the hospital after the ins replacement and now they were feeling stim in the left buttock cheek. Patient reported that they were not getting 50% therapy benefit. No further complications were noted or anticipated.